Event description:
Patient answered "yes" to the following question: "does your baby have any serious medical problems or a congenital abnormality.?" And indicated "a birth defect (congenital anomaly or malformation), specify - tetralogy of fallot." This event is side non specific. This is for the right side. Please see MFR: 9617229-2015-00177 for the left side.

Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done.